Event description:
During a robotic assisted right total knee arthroplasty with md, the bovie tip was contaminated and a new bovie tip (ref #428173) was given to the field to replace it. Md used the bovie tip sparingly for about 4 mins. He placed the bovie back in the holster afer use, and upon picking it up cauterize again, once he pushed the button the bove tip flared up and "looked like a matchstick". It was not touching the pt, and no burn or harm came to the pt or operating room team. The bovie was removed from the field. When visualized there is white char on the affected bovie tip. No injury to pt. FDA safety report ID# (B)(4).